Event description:
A malfunction alarm was reported by a distributor from ireland, citing a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and after the reset, no further issues were reported. The customer was advised to continue using the pump and to reach out if the issue recurred.